Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tube experienced erroneous results. The following information was provided by the initial reporter: spoke with customer and they only had one issue. This is the first time they have had a problem since centrifuged installed in 2009. They could not duplicate the problem so feel it was preanalytical or patient problem. Material no. 367960, batch no. 8345616. It was reported the customer received an elevated troponin result.

Event description:
It was reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube experienced erroneous results. The following information was provided by the initial reporter: spoke with customer and they only had one issue. This is the first time they have had a problem since centrifuged installed in 2009. They could not duplicate the problem so feel it was preanalytical or patient problem. Material no. 367960 batch no. 8345616 it was reported the customer received an elevated troponin result.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services conducted trouble shooting with the customer, the customer said that they could not duplicate the problem so they feel it was they could not duplicate the problem so feel it was preanalytical or patient problem. Information on pst processing was provided to the customer. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. However during followup with customer from bd technical service the customer felt that it was a preanalytical or patient problem. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.